Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 22x1-1/4in was clogged/blocked. The following information was provided by the initial reporter translated from portuguese to english: "needle without pressure, the needle thread, the rubber is blocking when injecting, it hurts, leading to the use of force when applying. Needle is stuck 3 units have been used. Bought in the store, needle loses its thread, stiff needle." *purpose of use: what procedure or material was being used or would it be used? A: aesthetic procedure. *medicine/substance related to the occurrence: a: oily. *quantity of material with deviation: a: 3 units. *in what situation or deviation was I identified? A: during professional handling for preparing the procedure or handling of any medication/substance. *do you have any damage to the health of the patient or the professional who handles the material? A: no. *do you need medical intervention? A: no. Additional information on 19/jan/2024: use bd 30x7 syringes and needles for the gym cycle. The needle is dull, as if it had no silicone, hurting and leaving it swollen. When inserting the needle it burns. When intramuscularly applied, it tears the muscle. Syringe is not pulling the material, when pulling/injecting the liquid, the rubber is without pressure. The rubber is blocking, it slides rigidly, when injecting the liquid it was stuck and it is necessary to use a lot of force. This is the third application with a problem. A needle is used to insert the ampoule and draw the solution, later the needle is exchanged for a new one to carry out the application.

Event description:
No additional information

Manufacturer narrative:
Photo received for investigation. Through visual inspection, a syringe with needle attached and packaging of the product is displayed. No defects or issues observed. Physical sample is required to further analyze. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.